Event description:
Procedure: unspecified laparoscopic rectal procedure; patient sex: unk. Reportedly, the surgeon was able to perform the first firing of the staple properly. However, during the second squeeze of the second firing the handle was very stiff. The surgeon then forced the firing handle and finished firing but the staples were not placed in the tissue properly and they fell into the surgical cavity. The surgeon then made a larger incision to retrieve the staples and reinforced the tissue fragment with suture.